Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7378875 number, and no non-conformances were identified. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A 375cc mentor memorygel breast implant was received by the mentor failure analysis lab on (B)(6) 2022, under an unrelated complaint. On (B)(6) 2022, it was discovered to be a used device not associated with any existing complaints after multiple attempts for clarification. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery based on the condition of device determined by the failure analysis lab. As a result, this will be conservatively reported to FDA.